Manufacturer narrative:
(B)(4). The customer sent in the generator for evaluation and during the service it was found that the nis board was defective and the issue was resolved by replacing it. Full functional and safety tests and preventive maintenance were performed. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Event description:
It was reported that after some seconds of ablation, the rf generator displayed 'overload' error and automatically increased the power from 40w to 65w. The physician immediately noticed it and stopped the ablation. After changing the generator, the issue disappeared. The case was completed without any patient consequence. Because the potential risk to the patient from this issue is whether the generator actually delivered the power that exceeded the maximum allowance for the type of catheter used in the procedure and the size of its tip electrode, this information wasn't provided in the initial complaint. So bwi did follow-up with the customer, and received the information regarding the type of the catheter on (B)(6) 2012 (which changed the alert date) that showed the generator exceeded the allowed maximum power for this type of catheter (navistar thermocool 3.5mm) thus making this event reportable.

Manufacturer narrative:
The concomitant product: navistar thermocool, model # d-1197-17-s, lot # unknown. Manufacturer ref # (B)(4).